Event description:
Event description boston scientific crm received information that during a remote interrogation this cardiac resynchronization therapy-defibrillator (crt-d) detected several episodes of anti-tachycardia pacing which accelerated the patient's rhythm into the ventricular tachycardia detection zone. It was also noted that this device detected low intrinsic r wave amplitudes on this defibrillation lead.